Event description:
It was reported to philips that the front panel battery led is not glowing. There was no patient involvement. The authorized service provider confirmed the led not lite. The front panel / case needs to be replaced. Upon conclusion of the evaluation, it was determined that the front case requires replacement. It was replaced along with its associated labels. The device passed testing and was put back into service.